Event description:
It was reported that the catheter was taken out of its package, and the doctor was unable to deflect the handle.

Manufacturer narrative:
The event description provided by the customer was not indicative of a reportable complaint. Preliminary eval of the returned complaint product indicated that the catheter was returned locked in a deflected and contracted position. Biosense webster became aware of this reportable malfunction upon eval of the complaint product on 03/14/08. The product eval has not yet been completed. This report will be updated upon completion of product eval.